Event description:
The turbohawk device was working properly but started to jam and the thumb switch would not turn off easily. Investigation of the returned device on (B)(6) 2013 found an accumulation of clear and green polymer and metal fragments suggesting that the inner surface of the guide sheath (not received) was shaved by the turbohawk device. This condition has been observed when the distal tip assembly is advanced through the guide sheath while the cutter head assembly is in the cutting orientation.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.